Manufacturer narrative:
The field service engineer (fse) replaced all reaction tubes after a leak was found in the nozzle. Tube alignment and mechanical checks were performed. The reagent pack was replaced. The investigation did not identify a product problem. The root cause of the event was found to be consistent with insufficient service maintenance.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 4 patient samples on a cobas 8000 c702 module. For sample (B)(6), the initial ca2 result was 1.36 mmol/l. The repeat result was 2.18 mmol/l. For sample (B)(6), the initial ca2 result was 1.83 mmol/l. The repeat result was 2.48 mmol/l. For sample (B)(6), the initial ca2 result was 1.52 mmol/l. The repeat result was 2.44 mmol/l. For sample (B)(6), the initial ca2 result was 1.53 mmol/l. The repeat result was 2.29 mmol/l. It is unknown if the initial results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.